Event description:
The customer reported a biased total beta-hcg result for a quality control fluid. A white powder was noted in the incubator. A field engineer was dispatched, who replaced the signal reagent aspirator valve. A fresh set quality control fluids was prepared and all results were within expected ranges. There was no report of patient harm as a result of this occurrence.